Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with symptoms of syncope. The right ventricular lead was dislodged. The lead was explanted and replaced successfully, the patient was doing fine post procedure.